Event description:
It was reported by the patient that "every night they experience two shots in different places, but last night was very hard and painful." It was further reported by the patient that several days after implant, the right ventricular (rv) lead dislodged and caused a perforation. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 5086 non defib lead (B)(6) 2013; rvdr01 pacemaker (B)(6) 2013. (B)(4).